Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The patient is female and was born in 1959 (bmi 30.37). The patient underwent an initial right tha due to osteoarthritis. Subsequently, the patient underwent revision surgery, due to instability and recurrent dislocations. During the procedure, the surgeon observed that the posterior capsule had already been traumatically removed, and the hip was dislocating while the patient was in a sleeping position. The acetabular component was well-fixed and appropriately positioned. Although the femoral component lacked anteversion, it remained securely fixed and was not revised. The head and liner were successfully replaced with constrained components without complications, while all other implants remained intact. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Ref 00630505032 lot 66070576 longevity liner. Ref 00784802300 lot 66528181 kinectiv neck g. Ref 00620205222 lot 66624520 tm modular cup 52mm. Ref 00625006520 lot 66814859 screw 6.5x20mm. Ref 00625006520 lot 66791366 screw 6.5x20mm. Ref 00771300700 lot 66483312 m/l taper kinectiv stem 7.5 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had a right total hip arthroplasty. Subsequently, the patient was revised, approximately 2 months post implantation, due to instability and recurrent dislocations. During the revision, the surgeon noted that the posterior capsule was already traumatically removed, and the hip was dislocating in the sleeping position. The acetabular component was well-fixed and in appropriate position. The femoral component was found lacking anteversion but was well-fixed and therefore not revised. The head and liner were replaced with constrained components without complications while all other implants remained intact. Diligence is completed and no further information on the reported event has been provided.